Event description:
The article "long-term effect of transcatheter mitral valve edge-to-edge repair on left ventricular function and mitral regurgitation severity: a single-center experience" was reviewed.the article presented a retrospective single center study, to evaluate long-term outcomes of transcatheter mitral valve edge-to-edge repair (teer) compared with medical therapy. This study evaluated the 3-year effects of mitraclip on mitral regurgitation (mr) severity,ventricular remodeling, and clinical outcomes in high surgical-risk patients. Devices mentioned include mitraclip. The article concluded that teer provides durable mr reduction, bnp stabilization, improved functional capacity, and survival benefits compared with medical therapy in high-risk surgical patients. Primary mr patients might derive greater benefit than those with secondary mr. [The primary author and corresponding author was jamilah al rahimi at king abdullah international medical research center, jeddah, saudi arabia with corresponding email alrahimija@gmail.com. The time frame of the study was 2016 and 2023. A total of 61 patients were included in this study, of which 31 received an abbott device. The average age was 63 and majority sex was male. Comorbidities included diabetes mellitus, hypertension, coronary artery disease, chronic kidney disease, atrial fibrillation, primary mitral regurgitation, secondary mitral regurgitation, heart failure.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including diabetes mellitus, hypertension, coronary artery disease, chronic kidney disease, atrial fibrillation, primary mitral regurgitation, secondary mitral regurgitation, heart failure. Complications reported included death, pericardial effusion, pericardiocentesis, recurrent mitral regurgitation. Mitral stenosis, heart failure hospitalization, sepsis, single leaflet device attachment; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Therefore, no corrective action is required. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article "long-term effect of transcatheter mitral valve edge-to-edge repair on left ventricular function and mitral regurgitation severity: a single-center experience" was reviewed. The article presented a retrospective single center study, to evaluate long-term outcomes of transcatheter mitral valve edge-to-edge repair (teer) compared with medical therapy. This study evaluated the 3-year effects of mitraclip on mitral regurgitation (mr) severity, ventricular remodeling, and clinical outcomes in high surgical-risk patients. Devices mentioned include mitraclip. The article concluded that teer provides durable mr reduction, bnp stabilization, improved functional capacity, and survival benefits compared with medical therapy in high-risk surgical patients. Primary mr patients might derive greater benefit than those with secondary mr. [The primary author and corresponding author was jamilah al rahimi at king abdullah international medical research center, jeddah, saudi arabia with corresponding email alrahimija@gmail.com. The time frame of the study was 2016 and 2023. A total of 61 patients were included in this study, of which 31 received an abbott device. The average age was 63 and majority sex was male. Comorbidities included diabetes mellitus, hypertension, coronary artery disease, chronic kidney disease, atrial fibrillation, primary mitral regurgitation, secondary mitral regurgitation, heart failure.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided.